Manufacturer narrative:
Additional/updated information was added to reflect the junction box being returned to the manufacturer for evaluation. The result of the evaluation was that no smoke or sparks were observed during testing. However, it was evident that the junction box had failed as there was damage to the c2 capacitor and the k3/k6 relays were exposed. The underlying cause could not be determined.

Event description:
An electrical component of the bed was smoking and flaming.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
An electrical component of the bed was smoking and flaming.